Event description:
Procedure type: unk. According to the reporter: the customer reports that the package was opened and the nurse noticed the presence of white deposit on the cannula, the instrument was removed from the or. The sales rep was at the customer's and examined their inventory and found 3 sealed instruments that showed this white deposit. Not used on the pt. These samples will be returned along with the one sample that was opened by the customer. No pt injury was reported.

Manufacturer narrative:
(B) (4)